Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, films were supplied for review. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
Allegedly, the tibial tray failed post-op. The patient underwent a revision surgery with a total ankle replacement.

Manufacturer narrative:
The product was not returned. Radiographic images were provided and from review of the images, it does appear that there are areas with less bone/implant interface around the tibial tray.